Event description:
On (B)(6) 2017 presented in ed with cva symptom, outside window for tpa. CT indicated large saddle pulmonary embolism. Heparin bolus given of 7,050 units, then pump programmed to deliver 160 units (16 cc) per hour. Approx 1.5 hours later, pump alarmed air in line, and heparin IV bag noted to be empty having delivered approx 16,000 units (160 ccs) in time period. Protamine 60 mg given in consultation with hematology. Pt admitted to ICU for monitoring including factor 10 a levels until therapeutic at which time heparin therapy could resumes. No known long term harm to pt, discharged (B)(6) 2017. Pump sequestered immediately, data downloaded from pump indicating it had been properly programmed for intended dose. (B)(6) 2017 pump failed flow rate test: it delivered 72 ccs over time period it would be expected to delivery 40 cc. MFR was informed. (B)(6) 2017 meeting with MFR to discuss plan to remediate problem. In this meeting health system learned that this pump was intended to be part of october 2017 field correction notice, but that the pump number was not given to baxter rep or hospital due to a transcription error at baxter.